Event description:
An ophthalmologist reported that following a cataract extraction with intraocular lens (iol) implant procedure, 3 months post op patient experienced large fluctuation in manifest refraction and developed posterior capsule opacification. Patient also had cystoid macular edema which was resolved. Due to irregularities on topography/pentacam which could be a cause of refractive fluctuations. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).